Event description:
Pt admitted to hospital after 7th prosorba treatment with high fever. Found to have large clot in central catheter which cultured positive with staph aureus. Treated with IV antibiotics, catheter removed. Fhc has been unable to obtain the lot number for the prosorba column utilized. When it is available, it will be forwarded for this report. Fax confirmation of pt's hospitalization and diagnosis was received from physician in 2004.